Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the pulse generator could not be interrogated. Device was beeping once every few seconds and had been exhibiting this behavior since approximately 1:00 pm the previous day. This behavior is not consistent with the abbott device's patient notifier. The device did not respond to the wand placed directly on top and interrogation button pressed. The patient did not experience any symptoms. The device was explanted and replaced on (B)(6) 2018. The patient was stable before during and after the procedure.

Manufacturer narrative:
Final analysis found the device was received with no telemetry and no output with end of service battery levels. Testing determined loss of telemetry and output was consistent with failure of radiofrequency - rf module. Additional testing was performed on the rf module to further isolate the cause of high current drain and it was determined to be due to rf integrated circuit.